Event description:
Device issue: none. Adverse event: in-stent restenosis. Time of adverse event: 7 months post procedure. It was reported via a trial that the initial procedure was performed on (B)(6) 2009. The mid right coronary artery (rca) was stented with the 3.5 x 15 mm promus, and the 3.5 x 18 mm promus was placed proximally overlapping the midposition stent. A 3.5 x 28 mm promus was attempted to cross during the same procedure, however, it failed to cross due to resistance met with the proximal stent. On (B)(6) 2010, the pt presented to the cardiac cath lab due to a positive stress test. Cardiac cath revealed proximal rca stenosis of 70-80%; mid rca in-stent restenosis of 80-85%; and 85% distal rca stenosis. The lesions were treated with placement of a xience v. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u will be submitted with all relevant info. The 3.5 x 18 mm promus (part 1009542-18b, lot unk), is being filed under a separate MFR#.